Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer received a new pump and the up and down button does not work and his old pump started working. Customer stated that he wants to return the pump and during transfer connection was lost, was never able to verify anything on the patient account.